Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the surgeon complained continuous gas leakage during operations. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Whistling. If so, did the noise prevent insufflation? Please describe the noise. Yes, it insufflated gas. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? There was no drop of pressure. What was the gas consumption rate or volume (liter/minute)? Not identified. Were you able to identify where the leak was coming from? From the universal seal. Was a device inserted in the trocar during the leaking? Yes if so, what device? Not identified. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned with the seal mechanism of the universal seal assembly deformed. However, it could not be determined what may have caused this condition. Furthermore, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional device received for analysis (B)(4) 2011. Additional information: the analysis results found that the device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # h90p60 expiration date: 02/2016 manufacturing date: 03/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.